Event description:
Dealer called requesting the tilt actuator and asking if a limit switch is included with it. When the seating system comes down from tilt, it doesn¿t seem to always come all the way down. Dealer spoke to bob in tech who recommended the mercury switch.